Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02704. The pt received her scs system, including two percutaneous leads, on (B)(6) 2009. It was reported, the pt lost stimulation shortly after falling. Diagnostic testing of the leads found two invalid contacts. The pt is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.